Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked downstream occlusion (dso) seal. The event history log was downloaded. Functional testing was unable to duplicate the reported problem; however, the dso seal was cracked. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the "unit cassette sensor is faulty, does not recognize the removal of a cassette." The event occurred during preventative maintenance. There was no patient involvement.